Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and radiculopathy. It was reported that the patient had a programmer issue and their device wasn't working- they clarified that the patient saw a "settings not available" screen on their controller. The patient noted they decreased their stimulation before going snorkeling and then went to increase the setting back up and they then received this message. The patient took their batteries out of the controller and reinserted them. They switched groups and were able to adjust on a and b. They were receiving the message at 0.4 and used to be at 4.7 and 5-5.2. The patient reported having pain in their leg and had an appointment with a representative on friday. Additional information was received from the manufacturing representative (rep). It was reported that the patient was trying to increase power on her stimulator but was not able to do it she got the sign on her programmer that increasing power is not available. So she decided to decrease the power. Every time she decreases the power she could not bring it up any higher than the number she decreased it. Rep checked the connectivity and impedance. The connectivity show contacts 7,6,5,4 marked on red and impedance showed contact 4 with ! And over 8,000 contact 6 over 4,000. Unknown what may have contributed or led to the issue. Rep reprogrammed without using electrode 7,6,5,4. The issue was resolved at the time of this report. No surgical intervention occurred or planned. Patient is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that all the electrodes on the patient¿s 0 through 7 lead were 4,000 ohms. The rep reported that the connectivity on the lead was bad. No factors that may have contributed to the issue were reported. It was reported that the rep performed a connectivity check and impedance check and they reprogrammed the patient using only the 8 through 15 lead. It was reported that the patient¿s stimulation was working and they were receiving pain relief. The impedance/connectivity issue remains unresolved. No further complications were reported/anticipated. No surgical intervention occurred or was planned. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer and it was reported that the patient reported that a revision would be done on (B)(6) 2019 as the left side of the stimulator wasn't working at all. They turned it off because it wasn't working and they reprogrammed the right side to compensate for the left side. About 6 months after they reprogrammed it everything was working, but when they went back to get programmed again they were told the left side wasn't working at all. They took pictures of it when they went for an injection in the s1 joint. No further complications were reported or anticipated.